Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): 7085596 - 300-30-14 - equinoxe preserve stem 14mm. A620259 - 320-06-42 - glenosphere 42mm. A797142 - 320-10-05 - equinoxe reverse tray adapter plate tray +5. A131404 - 320-15-04 - rs glenoid plate r post aug, 8 deg, right. A610024 - 320-15-05 - eq rev locking screw. A560891 - 320-20-00 - eq reverse torque defining screw kit. A737215 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. A737229 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. A737235 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. S492917 - 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. S488029 - 320-42-03 - 145-deg pe 42mm hum liner +2.5. S448092 - 521-78-32 - threaded pin size 3.0 collarless 2pk. A789082 - 531-55-88 - ergo gps 3.2mm drill kit sterile. A677253 - 531-78-20 - shouldr gps hex pins kit. 7025123305 - a10012 - gps implant kit v2.

Event description:
As reported, the patient had an initial right tsa on an unknown date. The patient was revised on (B)(6) 2024 due to instability and a new liner and tray were implanted. No issues. No other information provided.

Manufacturer narrative:
The cause of the patient¿s shoulder instability and subsequent revision reported cannot be conclusively determined; however, however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU.